Event description:
Per report, after the transapical deployment of a sapien 26mm valve during a tavr case, there was moderate central aortic insufficiency (ai) due to possible valve leaflet malfunction. Summary of the case: the 26mm sapien valve was prepped on an rf3 delivery system and advanced transapically without complications. The valve was positioned and deployed 40/60 aortic. The patient was hemodynamically stable. The transesophageal echocardiogram (tee) revealed moderate central ai and perivalvular leak (pvl). The diastolic pressure was indicative of ai as well. The valve was post-dilatated with 1.5 cc contrast added to system. After post-dilatation, it was deemed necessary to do a valve-in-valve. The physicians believed that the valve leaflet was not functioning correctly. Another retroflex3 delivery system and a new 26 mm sapien valve was prepped and positioned a few millimeters above the first sapien valve. Upon deployment, the valve moved aortic with a final position of 80/20 aortic. Immediately, the patient's hemodynamics improved. The patient left the or in stable condition. This case was off label. There were no anatomical issues, no septal bulge, and the left ventricle was not hypertrophic. Additional information provided by the clinical specialist: the sinotubular junction (stj) was normal; the aortic valve had moderate bulky calcification, and the aortic root had moderate calcification. The patient had a normal ejection fraction. The image intensifier angle and the coaxial alignment of the valve/delivery system with annulus were both good. The first sapien valve post deployment was positioned 40/60 ventricular; the second valve was positioned 50/50 but moved aortic when deployed to final resting position of 80/20 aortic. During deployment there were no issues with the pacing capture and the delivery system balloon inflation and the ventilation were held for the recommended time.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, and aortic insufficiency are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. In this particular case, the moderate aortic regurgitation cannot be confirmed; however, it may have been a result of the ventricular positioning of the thv. Inaccurate placement of the sapien valve could result, in some cases, in clinically significant hemodynamic compromise, and/or may require additional intervention to secure the valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), and interference from adjacent structures balloon movement during deployment. In this case, it appears that procedural (positioning of first valve) and patient factors (normal ef and aortic valve moderate bulky calcification) may have caused or contributed to the valve final position. DHR of the valve shows that the device met specifications prior to its distribution. No further actions are possible at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.